Event description:
Healthcare professional additionally reported "hole, non-specific." Device has been explanted.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, a broken shell, device to be underweight, and a stress mark. A microscopic analysis was performed which identified a sharp edge and non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. On-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.